Event description:
It was reported that during follow up, an excessive battery depletion was observed since last follow-up. Further analysis indicates accurate battery estimation. Patient will continue to be monitored.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
No conclusion code available; the reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Review of the device image revealed a longevity estimation anomaly. The device was tested on the bench and no anomalies were found. The cause of the longevity estimation anomaly was a programmer application software anomaly.